Event description:
I placed my contacts in my eyes fresh from the package on the morning of (B)(6) 2014. On friday, (B)(6) 2014 upon waking I found my right eye crusted shut and unable to open the eyelid. When I did, the surface of the cornea was covered in a gray matter. I was seen at the emergency department of (B)(6) medical center that afternoon by the ophthalmologist on call, (B)(6). He debrided the matter and removed the contact. We found corneal ulcer 3mm wide that covered from top to bottom. I was placed on fortified antibiotic, drops every hour for 7 days then 14 days every 6 hours. Fortified antibiotics every 4 hours followed for 6 weeks followed by antibiotic and steroid drops for 3 months with the eye covered during sleep. At the end of 6 months the ulcer had healed but there was considerable scarring of the cornea. Scarring still covers approx 5% of the field of vision 12 months on.